Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was over 360 mg/dl with 0.7 ketones. Troubleshooting could not be performed as clear the alarm and applied a new infusion set prior to the call.